Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred and the fill estimate was inaccurate. Customer's blood glucose was 100-115 mg/dl. Customer reloaded cartridge and fill estimate was accurate. Customer declined to complete pump system check to determine possible cause of occlusion. Insulin delivery was resumed.